Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, that removal of the sheath was complicated by dissection of the right external iliac/common femoral artery, the physician noted that this may be related to the delivery catheter system device. The patient required a balloon angioplasty and adjunctive stenting. Normal antegrade flow was restored to the right lower extremity.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiovascular injuries including dissections are known potential adverse effects, per corevalve instructions for use (IFU) that can occur during any invasive procedure and do not indicate a device malfunction.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. When the investigation is complete, a follow-up report will be submitted. It was reported by the site that the device was discarded by the customer. (B)(4).